Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of drastic voltage fluctuations observed in the black box. During testing, the pump¿s electrical currents were out of specifications. The pump case was removed and the continuous glucose monitor module was disconnected from the printed circuit board; the draws then returned to normal. A cold solder connection was found internally. Unrelated to the original complaint, the display was dim, faded and discolored. Also unrelated, the battery compartment was cracked.